Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician planned to place cook's tx2 and najuta (product by another manufacturer) in the 81st female patient body on (B)(6) 2018. There were severe calcifications, so the placement was difficult and took some time but the physician placed the tx2 and the najuta as planned. However, the patient's blood pressure dropped during the procedure. The physician suspected a dissection of "acess" vessel, so the gore's viabahn was placed at the dissection. After the placement of the gore's viabahn, the patient's blood pressure became stable and the patient was extubated in ICU. However, the patient was dead (the time of death is unknown for now). On 27dec2018 additional information "recieved": the doctor told the sales rep verbally that the tx2 was not related to the patient death. Patient outcome: the patient was dead after the procedure.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 24jan2019: according to the physician, who operated the procedure, the tx2 was not related to the patient's death. According to another physician, who made the najuta (stent graft made by kawasumi laboratories,inc) the tx2 was not related to the patient's death.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 78-year-old female patient with a history of severe calcifications and known dialysis-patient, underwent emergency surgery on (B)(6) 2017 and had a thoracic stent graft from another manufacturer and a (B)(4) implanted. It was reported that the procedure was complicated by the severe calcifications, so the procedure was difficult and took some time. During the procedure the blood pressure dropped, the physician suspected that this was caused by a dissection of an access vessel and placed 2 stent-grafts from another manufacturer in the access vessel. The blood pressure was stabilized, and the patient was extubated. However, the patient died. The time of patient death is unknown. Additional comment from the physician states that the tx2 device was not related to the patient¿s death. No imaging and only limited information are provided. The information given in this complaint was reviewed by physician who in his assessment states: "a tx2 endograft was placed, along with an aortic arch endograft from another manufacturer. This is reported to have proceeded with difficulty due to the calcified vessels. It is noted that the patient's pressure dropped during the procedure, and it was suspected that there was a dissection of ¿the access vessel¿ ¿ but we don¿t know if this refers to a femoral artery or an upper vessel such as an axillary artery or one of the arch branches if they were using top-down access" and ¿the cause of death does not have anything to do with the tx2 endograft, and there was no fault or failure with the cook device. This was purely a dissection at the remote access site, the result of which may have been access vessel occlusion (eg a common carotid) or a perforation and rupture of the access vessel with haemorrhage. However, that is speculation, and as we have no further information, all we can say is that the cause of death was not due to any problem with the cook tx2 device or its delivery system¿. The IFU states: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. It is concluded that the cause of death is unrelated to the product. Based on the clinical assessment and the reported information stating "there were severe calcifications, so the placement was difficult and took some time but the physician placed the tx2 and the thoracic stent graft from another manufacturer as planned" it is therefore not possible to rule out that the advancement difficulties contributed to the suspected dissection of the access vessel. The likely cause for this event can be related to the severe calcification of the access vessel. Cook will reopen the investigation if images or further information is received. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.